Event description:
The micro sagittal saw was sent in for eval because it was running on safety during a procedure. A readily available spare device was used to complete the procedure without any procedure delay. No adverse event was associated with the device.

Manufacturer narrative:
Corrosion of the motor assembly was identified as the probable cause of the reported event. The motor malfunctioned because the sockets were damaged. Damaged sockets can create high impedance at the connection between the console and the handpiece resulting in false operation signals to the console causing the device to run as described in this complaint.